Manufacturer narrative:
Concomitant medical products: 5076-45 lead and a2dr01 ipg implanted: (B)(6)2017.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and intermittent capture. The patient experienced syncope. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.